Manufacturer narrative:
Brasseler is reporting this alleged product malfunction in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation since the bur was swallowed. Brasseler will follow up with a supplemental report if more information becomes available.

Event description:
The bur broke in half during the procedure. The patient swallowed it. She returned days later complaining of pain when swallowing.